Event description:
It was reported the diamondback 360 peripheral orbital atherectomy device (oad) was prepped correctly and when the physician attempted the first treatment in the superficial femoral artery (sfa), it was observed the oad was not functioning as intended. The guide wire brake appeared defective. When engaged, it was still loose on the viperwire guide wire. A new oad was used to complete the procedure.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis was performed on the returned device. The reported guide wire brake issues were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported guide wire brake issues could not be determined. During analysis, the guide wire brake functioned as intended and held the guide wire firmly. There was no damage to the oad including the brake assembly that would have contributed to the reported complaint. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the diamondback 360 peripheral orbital atherectomy device (oad) was prepped correctly and when the physician attempted the first treatment in the superficial femoral artery (sfa), it was observed the oad was not functioning as intended. The guide wire brake appeared defective. When engaged, it was still loose on the viperwire guide wire. A new oad was used to complete the procedure.